Manufacturer narrative:
The explanted ipg passed visual, photographic imaging, electrical and performances test done. The device exhibits normal device characteristics.

Event description:
A report was received that during a lead revision the patient's ipg was replaced due to charging difficulty. The patient is doing well following the revision.

Event description:
A report was received that during a lead revision the patient's ipg was replaced due to charging difficulty. The patient is doing well following the revision.